Manufacturer narrative:
The investigation is currently on-going. This report will be updated upon receipt of additional details.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited increased pacing thresholds and high out of range impedance measurements on all implanted leads. It was suspected that there was a header issue. Furthermore, there was noise, oversensing and two inappropriate shocks given. Boston scientific technical services (ts) discussed troubleshooting efforts. No further observations have been reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that this patient underwent a revision procedure. Upon pocket opening it was evident that the crt-d header had excessive mobility with a small amount of force. The implanted leads when tested displayed normal electrical parameters. There were no reported adverse patient effects and the crt-d was replaced and no further complications have been reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The rv, ra, lv, and df- header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.